Event description:
It was reported that approximately 52 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, stiffness, pain, arthritis, and scarring. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 02-022-45-3030, truliant tib fit tray cem sz 3f/3t. (B)(6), 02-012-64-1680, tru fluted stm ext 16mm x 80mm blast. (B)(6), 02-010-06-0531 - tru post. Aug. Size 3, 5mm. (B)(6), 02-010-06-0531 - tru post. Aug. Size 3, 5mm. (B)(6), 02-012-61-4000 - tru offset stem ext coupler, 4mm. (B)(6), 208-05-03 - cc distal fem augment sz 3, 5mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-01428, 1038671-2024-01952, 1038671-2024-01953.